Event description:
Unit alarms tf 5507. Checking in the hospital shows the 90 and 100 ms flows (tsw 8) were rapidly changing to very high values (600-700) - without gas supply connected. Now, at the workshop, unit works ok, flows are up to 25 (either with or without gas supply connected).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the defective sensor board was replaced. There was no patient or user harm.